Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The reported patient effects of bradycardia, death, and thrombosis are known observed and potential patient effects as listed in the xience prime ll everolimus eluting coronary stent system instructions for use.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to first treat a mildly tortuous and mildly calcified, 95% stenosed, de novo lesion in the circumflex artery. Using a femoral access site, pre-dilatation was performed with a mini trek 2.0x12 mm balloon catheter. The percent stenosis after pre-dilatation was 50%. A 3.0x18 mm implant was deployed at 14 atmospheres and there was a dissection noted. There was a sluggish flow after deployment. The patient's blood pressure started dampening and the patient experienced bradycardia. A nc voyager 3.0x12 mm was used to treat the dissection and open up the artery. Then the mildly tortuous, eccentric, 90% stenosed, de novo lesion in the proximal left anterior descending (lad) artery was pre-dilated with a mini trek 2.0x12 mm balloon catheter. A xience prime 2.5x38 mm stent was deployed. The flow in the lad was normal but the patient was still bradycardic and there was thrombus formation in-stent in the xience prime. The patient's heart stopped pumping. Cardiopulmonary resuscitation was performed but the patient could not be revived. No additional information was provided.